Event description:
It was reported that the fiber was connected and used for a while, then at some point sparks occurred at the connector and there was a fiber breakage. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event involving sparks at the connector and fiber break was confirmed. Although no physical break of the fiber was observed, it was noted during inspection that light was not exiting the connector face. This condition can result from an internal connector fracture. A fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. During functional testing, there was no aiming beam output, and the console read: treatments used 0. Treatments left 10. Exact b3 date of event was not provided.

Event description:
It was reported that the fiber was connected and used for a while, then at some point sparks occurred at the connector and there was a fiber breakage. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.